Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device was manufactured in 2006 and has since been reconditioned, therefore a device history is not relevant. A service history review was performed and found that all testing specifications were met during previous service events. Previous servicing events did not contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 104 (night drain cycle four) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). The patient reported having completed a manual drain. There was no patient injury or medical intervention associated with this report. No additional information is available.